Event description:
Event desc: the feeding tube was placed on (B)(6) 2013. When the pt pulled out the feeding tube about 8pm on (B)(6), it was noted that the weighted end had broken off.

Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have been broken or torn at the bolus (near the end of the feeding tube). In order to duplicate a similar break more than 7lbs of tensile force was applied to the feeding tubes. It is unclear how these types of forces could be applied to the tube during clinical use.